Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence, should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to the information received, after catheterizing the user saw a rest of thread in the eyelets of this catheter. No pain and/or blood during or after catheterizing. Sunday (B)(6) 2015: the client felt sick monday (B)(6) 2015: the client went to see his family doctor and he found an urinary tract infection. The doctor prescribed antibiotics: furabid. The client is an experienced user. Pathology: enlarged prostate. Yesterday, he was still feeling sick and has a new appointment with his family doctor today.